Event description:
We received a notification from philips about the removal of the high flow functionality from our v60 fleet by november 7 of 2023. Our concern was the lack of time to adjust to this change of the device. Our hospital has six of these units and when we got this letter, all six were on patients being used for this function. The short time frame is having to make us adjust at a time when we are seeing covid numbers go up, meaning this is exactly the time frame when its use will become more needed. We would have liked to have seen a greater period of time for its removal or more communication earlier on that. This fall would be when the parts and software would no longer be available.